Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. According to the complainant, the suspect device has been disposed and is not available for return, however a picture of the complaint device was provided by the complainant. Per visual evidence, the batch or upn of the device matched with the batch and upn reported in the complaint, however the device name cited "medium hexagonal" does not match with round loop representation on the label. The other failure modes reported of loop failure to cut, device damaged/defective and loop entrapment of device cannot be confirmed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, they connected cautery to the snare and it failed to cut through. They tried re-connecting and it still did not cut through. In addition, the package shows a round snare on but the device is a hexagonal snare. Reportedly, there were signs of cautery and it was noted that it looked like it over cauterized but would not release the tissue. Although the procedure was completed, it was unknown how it was completed. There were no patient complications reported as a result of this event.